Event description:
Customer's father reported that the sensor is not communicating properly with the insulin pump. Customer's father stated that the sensor has been returning inaccurate readings. Customer's father stated that the customer recently had a high blood glucose level over 300 mg/dl, but the sensor showed a normal reading. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.